Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set patch got pulled out accidentally attempting to disconnect tubing from site on (B)(6) 2025. The infusion set was in use for 48 hours. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.